Manufacturer narrative:
The field service engineer (fse) found bubbles forming in the dilution cup, the sample probe tip was flat, and the vacuum nozzle was worn. The dispensing fangs in the dilution cup were adjusted and the sample probe and vacuum nozzle were replaced. The fse primed the ise and performed an ise check successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas 8000 cobas ise module. The customer was having qc issues and replaced all ise electrodes. Qc results improved after electrode replacement and they started processing patient samples. The initial na result was 151 mmol/l and the initial cl result was 116 mmol/l. The results were reported outside of the laboratory. The doctor questioned the results and the sample was repeated. The repeat na result was 138 mmol/l and the repeat cl result was 102 mmol/l. The repeat results were deemed correct. The electrode lot numbers and expiration dates were requested but not provided.